Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 12249- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set was fell off within 2 hours to 1 day of use. No further information available.